Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced frequent low blood glucose episodes, including a documented value of 64 mg/dl, and increased carbohydrate intake to avoid lows, resulting in weight gain; the customer set a higher cgm target and used oral glucose for treatment. Symptoms included hypoglycemia. Outcomes included weight gain and the need for oral carbohydrate intervention. Investigation included review of reported use patterns and consultation with clinical support for hypoglycemia concerns. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that no device malfunction was identified based on available information and that additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.